Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system displayed a "low-water level" error message. A new prolieve thermodilitation kit was used to complete the procedure. Upon removal, a leak was noticed in the dilatation balloon. No patient complications were reported as a result of this event. The patient's condition was reported as "okay."